Manufacturer narrative:
The customer reported of intermittent signal loss affecting several transmitters, they reported that they were monitoring the central nursing station (cns) that several transmitters were intermittently displaying signal loss. Nihon kohden technical support noted that the transmitters that were showing intermittent communication loss were not on the same multiple patient receiver (org) device. No patient harm was reported.

Event description:
The customer reported of intermittent signal loss affecting several transmitters, they reported that they were monitoring the central nursing station (cns) that several transmitters were intermittently displaying signal loss. Nihon kohden technical support noted that the transmitters that were showing intermittent communication loss were not on the same multiple patient receiver (org) device. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) had intermittent signal loss affecting several transmitters. Nihon kohden techinal support (nk ts) noted that not all these transmitters were on the same multiple patient receiver (org) device. No patient harm was reported. Service requested / performed: on-site support. Investigation summary: root cause is likely to be related to environmental factors due to the intermittent nature of the signal loss. The issue could not be duplicated during an on-site support visit. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: orgs: model #: ni serial #: ni telemetry transmitters: model #: ni serial #: ni.

Event description:
The customer reported that the central nurse's station (cns) had intermittent signal loss affecting several transmitters. Nihon kohden technical support (nk ts) noted that not all these transmitters were on the same multiple patient receiver (org) device.